Event description:
It was reported that the patient needed to have reprogramming done every week to 10 days, as the settings "don't hold." The patient was having trouble speaking, had balance issues, and the left hand goes into a claw and was not usable. These symptoms occurred one week to 10 days after each reprogramming session since the device was implanted. Subsequent information received reported the manufacturer representative contacted the patient and was helping the patient get what he needed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 748295, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 7438, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 3389s-40, lot# v222841, implanted: (B)(6) 2009. Product type: lead: product ID 3387s-40, lot# v018325, implanted: (B)(6) 2007. Product type: lead. (B)(4).